Manufacturer narrative:
G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. Additional information: the device has exceeded its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 15-may-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model: ec38-i10f, serial number: (B)(6) in china within the apac region. During an endoscopic procedure, a biopsy forceps was inserted into the instrument channel of the endoscope for polyp removal, but it could not be inserted smoothly. As a result, the endoscope was replaced and the procedure was completed. The procedure time was extended, there was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D4: the UDI number is not available because the device was manufactured before the implementation of UDI regulations. H4: the device manufacture date is not available because the device was manufactured before the implementation of UDI regulations. Correction information. B4: date of this report. D8: was this device ever serviced by a third party? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information. H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred is that the op channel was not smooth. The pentax engineer consulted with hospital staff and identified the malfunction during use. Fortunately, no harm was caused to the patient, and the examination was completed using a backup device. Based on the investigation, a potential root cause of this failure is that excessive bending caused deformation of the op channel, making it difficult for accessories to pass through smoothly. A definitive root cause of the reported issue could not be identified. The device was repaired by a third party and returned to the hospital. The hospital was reminded to pay close attention to pre-use checks and to use the device only after confirming that all functions are operating normally. It was also recommended that the device be returned to the original manufacturer for professional repair. The investigation was completed and the device was returned on 10-jun-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi and the manufacturing was completed under normal conditions. During the final inspection, rework was performed to readjust the angulation due to not-well angulation of curving. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual shipment were confirmed on 22-may-2013. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.